Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis of the device cannot be performed. From the information that was reported, the user may have over inflated the balloon during preparation as a 20cc syringe was used to inflate the balloon. Per the directions for use (dfu), "to inflate balloon, transfer maximum recommended balloon inflation volume from 20 ml syringe to 1 ml syringe and gently infuse balloon inflation media with 1 ml syringe until desired balloon diameter is attained." Using a 20cc syringe can cause the balloon to rupture by allowing more than the maximum recommended inflation media into the balloon; therefore, the investigation concluded that the assignable cause was related to the dfu instructions not followed.

Event description:
It was reported that during preparation, the subject device ruptured. No patient involved during the event.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during preparation, the subject device ruptured. No patient involved during the event.